Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that on (B)(6) 2021, the patient underwent for a plif (l4-5) treating spondylolisthesis surgery. During the surgery, the cage was retracted, and the inserter & the slap hammer stuck together. The surgeon was unable to detach them. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves three (3) devices. This report is for (1)unknown insertion instruments. This report is 1 of 1 for (B)(4).